Event description:
The father reported via phone call that the insulin pump alarmed motor error for the past month. The father stated they could not rewind the insulin pump as a result. The customer's blood glucose was unknown. The father stated the insulin pump was not dropped or bumped. The father agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test and displacement test. No motor error alarm was noted and the motor passed the motor test. No noise anomaly was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.